Event description:
It was reported that the patient presented with pre-operative symptoms of radicular pain secondary to spondylolisthesis, stenosis. On (B)(6) 2011 the patient underwent laminectomy, facetectomy, posterior lumbar interbody fusion with pedicle screw instrumentation at l4 - l5 to treat grade 2 spondylolisthesis with spinal stenosis and instability. Partial corpectomy (posterior vertebral osteotomy) of l5 to reduce the spondylolisthesis, and treat the kyphosis deformity. Fusion of interbody and transverse processes using synthetic collagen bone graft, and local bone graft. All implant products from this surgery, including osteoconductive putty, was manufactured by orthofix. Acute blood loss anemia was reported under the post-operative diagnosis. On (B)(6) 2011 the patient underwent revision surgery to treat l4-5 grade 2 spondylolisthesis, including instrumentation from l4 ¿ s1. Optium dbm putty, by lifenet health, was used in this procedure, along with all orthofix instrumentation. On (B)(6) 2012 the patient underwent exploration of fusion l3 ¿ s2, removal of hardware l3 ¿ s2, bone grafting, intertransverse and intralaminar l3 ¿ s1 [fusion] to treat l4 ¿ 5 pseudoarthrosis. Decortication of the fusion mass was exposed from l3 ¿ l4 to l5 ¿ s1 bilaterally. Bone void filler, nanoss was used in previous screw holes. Optium dbm putty was used in the intertransverse process region l3 ¿ s1. Bmp (infuse) sponges were also placed from l3 ¿ s1 bilaterally and at the interlaminar defect l4 ¿ l5. No complications were reported. On (B)(6) 2013, a letter to the patient reported the following: ¿the results of your lumbar x-ray have been reviewed. Your results show changes from surgery and chronic arthritis changes. There is no acute fracture or dislocation¿. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.